Event description:
Edwards received information that the reinforcing wire penetrated through cannula tubing of a thin-flex dual stage venous drainage cannula, which lead the cannula to sink in and pull suction. Air was observed coming through, preventing adequate drainage. No adverse patient effects were reported.

Manufacturer narrative:
Additional manufacturer narrative: visual inspection was performed and identified multiple coils of the wire were exposed. During visual inspection, it was also noticed a bend in the body of the cannula wall opposite to the exposed wires. Upon closer inspection grooves were seen where the wire reinforcement had previously been embedded in the device before breaking through the outer wall of the cannula. Dimensional measurements were taken and were found not to meet edwards specifications. Review of the device history records (DHR) revealed no non-conformities related to the device. Edwards determined that the root cause of this event was due to an out of specification of the outer diameter of the cannula wall. Corrective actions were taken to address this event. Trends will continue to be monitored through the use of edwards quality systems. Corrected data: lot # 59728397.

Manufacturer narrative:
Device return is anticipated, but has not yet been received.

Event description:
It was learned at a later date that the cannula was used for 15 minutes when the event was noted and the surgeon was putting in sutures for the valve. The cannula was not replaced because the noted air in venous return was manageable. The cannula was used in a median sternotomy case and nothing unusual happen during the procedure. No clamp was used on the cannula. No surface imperfections or device inconsistencies were noted during preparation of the cannula.